Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 2997976 / 02-010-01-0240 - logic femoral ps cem left sz 4 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t 200-02-35 - three peg patella 35mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 64 yo male patient, initial left knee implanted on (B)(6), 2014, underwent a revision procedure on (B)(6), 2023, approximately 9 years post the initial surgery. The patient presented with complaints of pain. Loose femur and recalled poly were indicated. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. No device returns are anticipated. Due to the recall the hospital will not release them. Device images were provided. No further information. Right knee revision captured under MDR #1038671-2022-01577.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and inclusion of the tibial insert in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene damage include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.